Event description:
It was reported that the patient immediately reconnected the device after an unintentional disconnection during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused a possible peritonitis infection. The infection was manifested by abdominal pain, confusion, and elevated white blood cells. A few days after the disconnection, the patient was hospitalized and treated with fortaz IV (dose and frequency unknown) and vancomycin IV (dose and frequency unknown) for the infection. Six days later, the patent was discharged from the hospital and treatment was discontinued. The next day, the patient began treatment with fortaz ip (dose and frequency unknown) and vaconmycin ip (dose and frequency unknown) for the infection. Treatment was ongoing and the patient was recovering from the infection. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a patient who reconnected to the disposable after an unintentional disconnection resulting in a possible peritonitis infection. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. Users are not instructed to disconnect during therapy unless for an emergency disconnect procedure and provides step-by-step instructions for properly disconnecting during emergencies. The guide provides instructions for returning to therapy after the emergency disconnect procedure and warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. The guide also warns the user to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. A formal review of the label for the product family will be conducted. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This is the same event as (B)(4).